Event description:
There was an allegation of questionable elecsys rubella igg results for 1 patient on a cobas e 801 analytical unit. On (B)(6) 2025, the patient's result using the diasorin method was negative. In (B)(6) 2025 (unspecified date), the patient's result in a different laboratory (unspecified method) was "doubtful / borderline positive". On (B)(6) 2025, the patient's elecsys rubella igg result was 35.6 ui/ml (positive). On (B)(6) 2026, the patient's result using the diasorin method was negative. The elecsys rubella igg result for this sample was 27 ui/ml (positive). The sample was tested in another laboratory and was found to be non-reactive for rubella igg antibodies (no method provided).

Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The analyzer's serial number is (B)(6). The sample was received for investigation. The investigation is ongoing.

Manufacturer narrative:
The returned sample was investigated. The customer's reactive elecsys rubella igg result was reproducible during the investigation. Additional testing confirmed the elecsys result, and the avidity measurements showed grey zone avidity. Based on the available data, the elecsys result is considered a correct positive (reactive). For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. The investigation did not identify a product problem.